Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that while on an airline flight the patient experienced hypoglycemia while wearing the pod for an unspecified period of time. The bg (blood glucose) levels were reported to be less than 70 mg/dl, however no specific bg level was provided. Patient reported an emt (emergency medical technician) was on board the flight and administered IV (intravenous) dextrose. No further information is available at present time. Due diligence attempts to retrieve additional information have been unsuccessful.